Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter was damaged. The mechanical operation of the balloon catheter was analyzed. Analyst commented, balloon catheter with syringe returned. The infusion port is found to be distorted and syringe cannot be attached. The catheter is clean but appears to have a depression near the distorted area. Damage during procedure possible. (B)(4).

Event description:
It was reported that during use of balloon catheter the infusion port (for contrast solution, etc.) Was found to be distorted/damaged, and use of catheter was discontinued. The balloon catheter was replaced with different product and procedure successfully completed. No patient complications have been reported as a result of this event.